Event description:
It was reported that the ventilator was not functioning properly and turned off without warning. The instruction manual states the following: maintenance and schedule: the epv200 should be checked annually to ensure proper function. Batteries should be replaced if they are beyond the expiration date on the battery. Replace with d size alkaline batteries. Year 1; perform yearly verification of function and calibration procedure. Check battery expiration date; replace batteries if necessary. Year 2; perform yearly verification of function and calibration procedure. Check battery expiration date; replace batteries as necessary. Replace disposable o2 inlet hose with 6 foot oxygen hose (see accessories on page 14). Year 3; year 4 and year 5; perform yearly verification of function and calibration procedure. Check battery expiration date, replace batteries as necessary. The unit has a life expectance of 5 years based on normal usage and proper maintenance. A comprehensive rebuild will be necessary at this time, and should be performed by allied healthcare products trained and certified technicians.

Manufacturer narrative:
We received mw5038453 and mw5038451 from the FDA on 02/13/2015. This is a follow up to the two reports. We received a complaint about these unit on 09/19/2014. There was no report of patient injury. We had the units returned so we could investigate the complaint. They returned 5 units, serial numbers (B)(4). These units were bulk packed in one big box when they were returned. The units as received were missing batteries, and some screws loose and missing, and some loose fittings. This indicated to us that someone in the field had taken these units apart. We replaced the batteries and tested the units and found the following: (B)(4) unit high pressure alarm and child tidal volume setting were out of adjustment. Re-adjusted and unit met specifications; (B)(4) unit child tidal volume settings were out adjustment. Re-adjusted and unit met specifications. (B)(4) unit high airway alarm was out of adjustment. Re-adjusted and unit met specifications. (B)(4) unit high airway alarm was out of adjustment. Re-adjusted and unit met specifications. (B)(4) unit met test specifications as returned. Units did not turn off without notice during testing.